Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that during a case, black water leaked from the motor housing on the unit. It was further reported that the unit was replaced and the new unit operated without incident. There was no harm to the pt or delay in the case.